Event description:
Patient called lfs alleging that patient purchased a one touch ultra system kit and vial of the test strips in the kit were peeling off. Since the test strips were peeling off patient had purchased a new vial of test strips. The test strips on the new vial were in good condition. Patient was not doing a test properly and was unable to obtain a blood glucose reading from 24th-25th of march. Patient still took their set amount of insulin. Patient ended up having symptoms which consisted of feeling sweaty, shivering and feeling sick. Based on patient symptoms patient drank some juice and felt better afterwards. Patient had symptoms of low and treated themselves for low. Patient did not seek medical attention of call their md. Patient did not use another meter to test their blood sugar after having symptoms. Unknown of what patient's blood glucose was when patient was having those symptoms. Customer service found out that patient was doing the test wrong and showed patient the proper way of testing and patient was able to obtain a blood glucose reading. Medical affairs is documenting this case as a strip malfunction because the strips were peeling off and there is no evidence of a meter malfunction or a serious injury. Customer service has replaced the subject vial of test strips for patient.